Event description:
I had bilateral breast augmentation in 1991. Since then I have had a multitude of health issues such as, fatigue, insomnia, depression, cold and numb hands and feet, dry mouth, dry eyes, night sweats, muscle and breast pain, swallowing difficulty, joint and muscle pain.